Event description:
It was reported that the insulin pump had a blank display. The customer's mother did not know the blood glucose reading. She stated that she tried to change the battery a few times, but this did not resolve the issue. The issue was resolved upon troubleshoot, and the display did return. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.